Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area approximately 26 millimeters from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that highly variable, but still in-range shock impedance measurements (85 to 125 ohms) have been observed from the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Provocative maneuvers were performed in-clinic, where the secondary vector has a wandering baseline and noise during movement, while the primary vector was found to be more suitable. Boston scientific technical services (ts) was contacted to evaluate the system data, and it was discussed that the electrode was most likely fractured and there was a significant risk of inappropriate or ineffective therapy delivery. Ts also confirmed that the device was functioning normally. Diagnostic imaging was performed, but the images were unable to conclusively show an appropriate electrode-to-device connection. There was also evidence of non-physiological artifacts in all three sensing vectors. The physician scheduled the patient for an electrode replacement procedure within a week. Thorough recommendations were also provided for assessing the electrode insertion during the replacement procedure to ensure an adequate connection. Recently, the physician surgically explanted and replaced the electrode to resolve the event. During the procedure, the implanted device was also replaced, as patient did not want a replacement procedure for normal battery depletion within the next few years. No additional adverse patient effects were reported. The electrode was returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that highly variable, but still in-range shock impedance measurements (85 to 125 ohms) have been observed from the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Provocative maneuvers were performed in-clinic, where the secondary vector has a wandering baseline and noise during movement, while the primary vector was found to be more suitable. Boston scientific technical services (ts) was contacted to evaluate the system data, and it was discussed that the electrode was most likely fractured and there was a significant risk of inappropriate or ineffective therapy delivery. Ts also confirmed that the device was functioning normally. Diagnostic imaging was performed, but the images were unable to conclusively show an appropriate electrode-to-device connection. There was also evidence of non-physiological artifacts in all three sensing vectors. The physician scheduled the patient for an electrode replacement procedure within a week. Thorough recommendations were also provided for assessing the electrode insertion during the replacement procedure to ensure an adequate connection. Recently, the physician surgically explanted and replaced the electrode to resolve the event. During the procedure, the implanted device was also replaced, as patient did not want a replacement procedure for normal battery depletion within the next few years. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.

Event description:
It was reported that highly variable, but still in-range shock impedance measurements (85 to 125 ohms) have been observed from the subcutaneous implantable cardioverter defibrillator (s-ICD) system. Provocative maneuvers were performed in-clinic, where the secondary vector has a wandering baseline and noise during movement, while the primary vector was found to be more suitable. Boston scientific technical services (ts) was contacted to evaluate the system data, and it was discussed that the electrode was most likely fractured and there was a significant risk of inappropriate or ineffective therapy delivery. Ts also confirmed that the device was functioning normally. Diagnostic imaging was performed, but the images were unable to conclusively show an appropriate electrode-to-device connection. There was also evidence of non-physiological artifacts in all three sensing vectors. The physician scheduled the patient for an electrode replacement procedure within a week. Thorough recommendations were also provided for assessing the electrode insertion during the replacement procedure to ensure an adequate connection. At this time, this s-ICD electrode remains implanted and in-service. No adverse patient effects were reported.